Event description:
It was reported that during a gastric sleeve procedure, after firing the stapler, the knife blade did not return to the firing position. The reverse button did not work and the manual override had to be used in order to the get the knife blade back. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).